Event description:
It was reported that the xenon light source had e216 (scope communication error code), b30 (scope communication error) and moisture in the power connector. The issue was found during a inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.